Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were intermittent. Upon evaluation, the rear response button switch was defective. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.